Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. During interrogation of implantable cardioverter defibrillator (ICD), it was noted that the radio frequency (rf) telemetry was not functioning and the ICD could not be interrogated with it. The pacemaker was reprogrammed and rf telemetry was reestablished. There were no adverse consequences to the patient.